Event description:
The caller stated that the patient was cannulated on (B)(6)2010, and the tracheostomy tube was in use for 24 hours before the leak was noticed. The leaking was from the cuff. The patient required recannulation that was not a part of routine trach changing.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.